Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex a). Investigation ¿ evaluation. Mcclaren infusion center (united states) informed cook that on 09dec2021 the hub of a 5fr single lumen peripherally inserted central venous catheter (PICC--rpn and lot unknown) separated from the extension tubing. The patient stated that the PICC line was placed at spectrum ir in grand rapids, michigan. Mclarin described the device as a single lumen PICC with an orange hub, printed with 5fr 7ml max. Mclarens replaced the cook medical PICC with another manufacturer PICC line device. It was reported that the patient was doing well post replacement procedure. Reviews of the complaint history, instructions for use (IFU), and quality control (qc) procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Cook received one used PICC device. During tabletop testing a leak was noted between the orange 5fr batwing hub and the extension tubing. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. There is no evidence of nonconforming material in house or in the field. There is no indication the device was manufactured out of specification. Cook also reviewed product labeling. The product IFU, [t_upicabrmtt_rev1] ¿cook spectrum turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers,¿ provides the following information to the user related to the reported failure mode: warnings ¿-the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. -do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. -to safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: -the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. -prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and statis pressure test results are shown in the following table. [5fr single hub has a 1.00 ml priming volume, 7ml/sec labeled flow rate, 125 psi maximum flow, 258 psi 37 degrees celsius average static burst water pressure, 250-266 psi 37 degrees celsius range static burst pressure.] *maximum flow rate pressures are determined with pump safety cut-off set at 325 psi, using contrast media with a viscosity of 11.8 cp. **static burst pressure is the failure point of the catheter when totally occluded. Warning: power injector machine pressure limiting feature may not prevent over pressurization of an occluded catheter. Precautions -if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Instructions for use power injection procedure 1. Use only lumens marked ¿CT¿ for power injection of contrast media. Warning: use of lumens not marked ¿CT¿ for power injection may result in catheter failure. 2. Confirm proper catheter tip position radiographically prior to injection. 3. Remove any injection/needleless caps from the turbo-ject PICC. 4. Attach a 10 ml (or larger) syringe filled with sterile normal saline to the hub of the extension tube to be used for power injection. 5. Ensure adequate blood return and flush catheter thoroughly with the entire 10 ml of sterile normal saline to ensure lumen patency. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. 6. Remove syringe and attach power injection device to the catheter using the manufacturer¿s recommendations. 7. Conduct study using the power injector, making sure not to exceed the maximum flow rate or pressure limit for the catheter. 8. Disconnect the power injection device and flush the catheter again with 10 ml of sterile normal saline. 9. Place a new injection/needleless capon the turbo-ject PICC, flush and lock catheter with saline or heparinized saline per institutional protocol. 10. Confirm proper catheter tip position radiographically following power injection. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if packaging is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to device design. Appropriate measures have been taken, as a prior CAPA investigation was conducted for this failure mode. The CAPA investigation found that the root cause is related to inadequate flexural strength in a previous hub design change. The investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a catheter from an unknown turbo-ject single lumen peripherally inserted central venous catheter set separated from the proximal hub. The device was required by a (B)(6) female patient and was placed by interventional radiology at an unknown facility in (B)(6). Later, the patient presented at an undisclosed facility with a PICC line that was leaking a milrinone drip. The patient was then sent to another facility in (B)(6), where the leaking catheter was removed and replaced with a device from another manufacturer. It was then confirmed that the device came apart from the hub. The complaint device was described as a cook "single lumen PICC and the colored part of the PICC was orange printed with 5fr 7ml max." The patient has been reported to be doing well post replacement procedure.